Event description:
The surgeon reported that during surgery, the handpiece stopped and a system message displayed. The system was switched out to complete the case and three subsequent cases were cancelled. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the handpiece and confirmed that it was not recognized by the system. Investigation including root cause analysis is progress. A supplemental MDR will be filed as necessary when additional info becomes available.